Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: nc quantum apex mr 2.5x12, aspirin, clopidogrel. (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection, as listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2016, the patient underwent a coronary procedure with implantation of a 2.5 x 18 mm xience alpine stent in the 1st obtuse marginal artery. After deployment of the stent, a dissection was noted in the distal 1st obtuse marginal artery. A 2.5 x 15 mm xience alpine stent delivery system was advanced through the deployed 2.5 x 18 mm xience alpine stent and was deployed, overlapping, to treat the dissection. The event resolved on (B)(6) 2016. No additional information was provided.